Event description:
It was reported the patient was implanted with a gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm, on a date unknown (approximately six years ago). Device lot and serial numbers are not available. On (B)(6), 2012 the physician reintervened to treat the iliac artery and implanted two gore excluder iliac extender components. Due to the left hypogastric being occluded, the physician planned to cover this artery. The patient tolerated the procedure.

Manufacturer narrative:
Method: device lot/serial number and images were not available, therefore no evaluation could be conducted. Results: as lot numbers and images were not available, no evaluation could be conducted. Conclusions: according to the gore excluder aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include aneurysm growth.